Event description:
Caller reported their iob displayed zero units. The impact to the customer's blood glucose level was unknown, as the issue's effect on the blood glucose was not determined. The customer received assistance from technical support, who confirmed the last bolus received, checked if the ciq was on, and helped the customer start her sensor. The customer understood what iob is, and no further action was required.